Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the cables keep melting one after another after just a single use. The number of cables involved is unknown. The issues occurred during procedure. Loss of time, surgeon burned, patient risk were reported to be the consequences for the patient and/or user. The procedure was prolonged by approximately 20 minutes. More detailed information is requested but not yet available. Since an injury "surgeon burned" was reported, the case is deemed reportable.